Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that there was no extension to the surgical time.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a complex primary tkr on the (B)(6) 2019 following a motor vehicle accident - she received a lps distal femoral replacement with mbt revision tibia. She had a fall a week ago and sustained a periprosthetic fracture of the femur and required revision surgery. The tibial components from the primary surgery were well fixed and left in place, the femoral components were removed and replaced with new components. There was a fracture of the press fit stem at the junction of the stem/sleeve as a result of the fall. The retrieved components were sent to the bio engineering department at royal perth hospital for evaluation as per standard retrieval policy here in wa (not available for return). There were no fragments generated as a result of the breakage and all parts were retrieved.